Event description:
Customer claims blood seeped through gloves during a trauma situation in emergency room. While no immediate health concern, there is the potential that the health care provider may have been in contact with a blood borne pathogen.